Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the bulkhead on the system was not functioning. This was reported outside of a case. There was no patient present.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735859, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.